Event description:
As reported by the legal brief, the 75 y/o female patient had problems derived from the implantation of exactech left knee prosthesis, optetrak model in 2016, with numerous problems for the health of the same, sequelae, important affectation for their daily life, with limitation of movements and to ambulate, which has meant that it had to be re-intervened on several occasions, facing the claimant these expenses in private health. Specifically, several subsequent interventions have been carried out, due to the problems derived from this prosthesis. Since the situation was unsustainable, with a manifest impossibility to perform any activity of daily life, pain, etc., she goes in 2022 to private health, where they perform several tests, and verify that she has the knee prosthesis, out of place, displaced and in a very bad state of deterioration. Surgery was performed on (B)(6) 2022. The patient is informed of the painful state of the original prosthesis, which was falling apart. She has needed subsequent reoperations, on (B)(6) 2022, and the patient is currently under medical follow-up and recovery. This is 1 of 4 reports.

Manufacturer narrative:
H3: the revision reported cannot be confirmed from the information provided, but may be the result of instability and patella dislocations, which may have been due to malalignment due to issues beginning shortly after implantation. The tibial loosening may have been the result of insufficient bond between the implant(s) and the bone. The underlying cause, extent, or order of events cannot be determined from the available information. An additional reason may have been due to periprosthetic infection or chronic osteomyelitis, however contributions of manufacturing to the reported infection could not be evaluated, nor can infection be confirmed. An additional reason may have been due to inclusion of the polyethylene in the packaging recall; however it cannot be confirmed if the polyethylene components are in the scope of the recall, nor can prosthesis wear be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, or product information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.